Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 9058790, h.4. Device manufacture date: 9/27/2019. D.4. Medical device lot #: 5302787, h.4. Device manufacture date: 10/29/2015. H.6. Investigation: a device history record review was completed for provided material number 302047, lot number 9058790 and 5302787. The reviews did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample and one photo of lot number 9058790 was provided for evaluation by our quality team. A visual inspection was performed. The sample came with a plastic shield and the needle hub has a crack that starts at the base of the needle hub and goes all the way to the top. The photo provided shows the sample received. It could be possible for this defect to occur if the needle hub was not centered when the plastic shield was assembled inducing the crack. One photo was provided for evaluation by our quality team of lot number 5302787. The photo shows a needle assembly and the needle hub with a crack. It could be possible for this defect to occur if the needle hub was not centered when the plastic shield was assembled inducing the crack. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: there was a crack in the cannula holder, from which solution came out during the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: a device history record review was completed for provided material number 302047, lot number 9058790. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample and one photo was provided for evaluation by our quality team. A visual inspection was performed. The sample came with a plastic shield and the needle hub has a crack that starts at the base of the needle hub and goes all the way to the top. The photo provided shows the sample received. It could be possible for this defect to occur if the needle hub was not centered when the plastic shield was assembled inducing the crack. Based on the investigation with the sample returned by the customer and the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the needle hub was not centered when the plastic shield was assembled inducing the crack and not detected in the next processes.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: there was a crack in the cannula holder, from which solution came out during the injection.